Manufacturer narrative:
All information reasonably known as of 06 sept 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
There is a leak from the connection between the inflating tube and the pilot balloon.

Event description:
There is a leak from the connection between the inflating tube and the pilot balloon.

Manufacturer narrative:
All information reasonably known as of 06 sept 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury per (B)(4) rev 2, sec 15.6: for products in which airlife distributes, but is not the manufacturer, complaints will be captured and disseminated to the manufacturer but does not require investigation, reportability assessment, CAPA escalation, risk analysis, as this is the responsibility of the legal manufacturer and will be closed.